Manufacturer narrative:
Siemens had requested to return the strips for further evaluation, no strips are being returned. Customer states that nothing is needed from siemens technical team. Customer does not want replacement strips because they do not require testing. Customer indicated that no further action is needed. Customer has requested no further contact regarding this issue.

Event description:
Customer reported false negative protein results when they read visually on multistix 10sg. There was no report of injury due to this event.